Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient went to use the recharger and the recharger kept throwing a "yellow light alert" and doing a descending tone. Caller provided medical history: the patient went to their managing healthcare provider's office last week and the hcp told the caller and the patient that the patient's therapy had been off since last (B)(6) 2025. Caller said they didn't know what had happened that caused the therapy to turn off and stated the patient had been charging twice a week up until they found out the implant was off and now since the appointment the patient had been charging every day to make sure that the implant didn't turn off again. Patient indicated they never used the handset or the communicator so they never had checked the implant battery charge before and they hadn't been aware of the recharger application. Patient services reviewed with the caller and patient that it was likely that the patient's implant battery had depleted and because the patient and caller never checked the implant battery level, they went about charging the implant twice a week without realizing the therapy had been turned off. Caller said they really didn't know but it made sense that the patient's implant was off because since (B)(6) 2025 until the therapy was turned back on at their hcp's office last week, the patient's mobility had really gone downhill. They hadn't realized the therapy was off and thought it was just the patient's parkinson's progressing. They said they upped the patient's meds but that did nothing and tried different speech things but then they found out last week the implant had been off all this time and when it was turned back on, the caller said "oh my god he's moving again" (the therapy started helping again.) The caller said since the appointment last week, the patient had been charging every day because they were fearful the implant  would turn off again and today the recharger was flashing yellow and the patient was unable to charge the implant. Patient services reviewed external device function and implant charging considerations with the caller and had the caller attempt a recharger reset however the green lights flashed 3 times and went out at the beginning of the reset and went out and then towards the end of the reset, the green lights flickered again and then went out again and the reset was not successful. The recharger kept making a descending tone and flashing 'yellow'. Patient services had the caller look at the dock. They didn't have it plugged in but they plugged it in and the green light at the back of the dock did not light up. Caller said they saw no damage to the port or the cable. Caller picked the dock up and moved it around, they tried wiggling the cable and they tried different working outlets and the green light still did not come on. As the patient did not know how fast their implant battery drained, the patient was really nervous their ins battery would die again. Patient services walked caller and patient through connecting to the patient's implant settings using the communicator and mydbs therapy application, something they had never done before. The therapy was on and the ins battery was 90% at the time of the call. Patient and caller did not know how to turn therapy off or on. Patient services reviewed. Patient was still very nervous about how fast the implant battery would drain. Patient services reviewed with the patient and caller that while the recharger was most likely really low and that appeared to be the reason why it was flashing the yellow light, patient services didn't want to take the chance and bet the recharger would function if just a dock and charging cable and wall adaptor were sent so a request was sent to repair to replace the aforementioned products as well as a request to replace the recharger. Caller and patient to check implant battery charge using the mydbs therapy application and communicator every day from now on. They stated they may call back for assistance in using the replacement equipment once they receive it as well as review how to use the recharger application for the first time so the patient can watch the charge of the implant battery and see the status of their implant therapy while they charged. 2 call recordings. Patient's new follow up healthcare provider (hcp) is dr. (B)(6) so patient services called patient registration at call's end to update the patient's record.

Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) rep called back for assistance and was successful to use the communicator and dbs therapy app to check pt's ins battery level. Worked with caller to close the app, pair the replacement recharger to the handset and successfully start charging with an excellent connection.